Manufacturer narrative:
On 4/18/2017 a replacement computer was shipped to the site. On 4/21/2017 a medtronic representative replaced the computer and performed a system checkout. The system was found to be fully functional. The suspect computer was returned and received by manufacturer for evaluation. In the evaluation conducted by the manufacturer it was found that the suspected computer was booting normally to the application screen. Programs exams loaded without any issue. It was concluded that the malfunction may have been caused due to bad blocks and the software is functioning as designed. The issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that the site called before a cranial resection procedure to say that the 3d model in the navigation system were hard to view. Medtronic personnel walked the site through the process of adjusting the 3d model and viewing models in plan screen. Site reported that the exams were not look good and had trouble loading the 3d models on to the system earlier. The procedure was completed with the use of navigation system and there was a delay of less than 1 hour.